Event description:
The patient experienced a lack of therapeutic effect. A power-on-reset (por) condition and end-of-service (eos)/end-of-life (eol) message was reported. It was noted that the last reprogramming session was in (B) (6) 2009. The healthcare professional confirmed the patient has no stimulation sensation and experienced a lack of effect. Her neurostimulator was replaced and has a "good response". No patient injuries were reported.

Manufacturer narrative:
(B) (4).